Event description:
It was reported that, during the pre-use check, a "no disposable, pump won't run" alarm went off. The customer changed the cassette to another one, and the alarm stopped. No patient injury was reported.

Manufacturer narrative:
D5 operator of device: patient/consumer. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: samples were returned for investigation. The samples consisted of eleven cassette products; three samples were received after use conditions and eight with their original packing. The samples were received, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the samples that could cause the failure mode reported. The samples were filled with 100 ml of water and connected to the cadd pump to look for unusual functions. No alarms were activated. This step was repeated a second time; no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; the complaint was not confirmed. No fault was found and as such, no root cause was determined, and no corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported. CAPA-000814 is currently in the investigation results phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).